Event description:
It was reported that approximately three hours after placement of a restoration or restorations using excite, tetric, compoglass (none of which are manufactured by dentsply) in conjunction with xeno iii, the patient developed a chill and erythrodermia on the face and upper chest. The symptoms lasted a few months and resolved without intervention.

Manufacturer narrative:
While it is unknown if the xeno iii used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.